Event description:
It was reported that the power plug was melted during a set up for procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the power plug was melted during a set up for procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, power plug melted, was confirmed. All non-conforming parts were replaced and the device was returned to the customer after passing the final inspection.